Event description:
The customer reported that their olympus endoeye flex deflectable videoscope was presenting an uneven color tone during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed, the color tone of the image was abnormal due to damage on the image pick up unit. Additionally, it was noted that the bending angle was insufficient due to the elongation of the angle wire. The curved rubber, operation part, grip, angle lever, rl lever, and ud plate all had scratches present. The adhesive on the curved rubber was missing, and the label on the video connector had peeled off. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, based on the results of the investigation, the likely cause of the event is due to the defective of ccd unit, a defective internal board of scope connector, or the system failure caused the event. Therefore, the root cause cannot be established. Olympus will continue to monitor field performance for this device.